Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported diagnostics anomaly. The root cause of the anomaly could not be determined.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted. No patient symptoms were reported.